Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was hospitalized for chemotherapy of colon cancer (carcinoma of sigmoid with multiple liver metastases). At 16:22, (B)(6) 2020, this patient underwent PICC placement at the ward zone of oncology department. Under guidance of ultrasound, an introducer needle entered the right basilic vein and 45 cm of a catheter was placed internally, with no exudate or blood at the insertion site covered with dressings. Pressurized bandage was applied. The right arm circumference reached 28.5 cm. X-ray showed the tip of the catheter arrived at the 7th thoracic vertebra. The procedure went smoothly, during which the patient developed no discomfort with clear murmurs from both symmetrical lungs. On (B)(6) blood exudate appeared at the insertion site. Immediately changed the dressing and applied compression. When checking the insertion site, no blood or exudate was seen and no tenderness reported.